Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.037.012 lot: 9315244 manufacturing site: werk hagendorf supplier: na release to warehouse date: 02 feb 2015 expiration date: na. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not reveal any evidence to confirm the unable to disassemble condition of the device 03.037.012, insert-handle. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the device 03.037.012, insert-handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on 2/01/2024 tfna connecting screw (03.037.010) and tfna nail insertion handle (03.037.012) would not disengage during intramedullary nailing of femur. The nail was placed in usual fashion. Upon lag screw insertion, set screw of product number 04.037.042 (lot: 7983p81) would not rotate in either direction. The three listed pieces would not disengage intra-operatively. The three listed pieces would not disengage on sterile field. Surgery was completed successfully with 20 mins of surgical delay. Product and insertion handle removed. Second set opened along with new product. Patient outcome was unknown. This report is for one (1) insert-handle this is report 2 of 3 for complaint (B)(4)